Event description:
The lay user/pt called lifescan (lfs) on july 19, 2006, and alleged that her meter was prompting the battery icon. The medical affairs specialist mailed a letter on july 20, 2006, since the user could not be reached by telephone for further clarification. The pt stated that she was unable to test on her meter when the battery icon appeared. She reported that in 2006, at approx 6:30 a.m. She became hypoglycemic. She felt sick to her stomach and was sweating. She ate something sweet based on her symptoms. She did not seek any medical intervention. It would have been helpful to know how long she was unable to test, the date of her last test, her medication regimen, and if she made any changes to her medication regimen. The pt reported that she had not changed her battery and that she was using expired test strips. This complaint is being reported, as the meter issue was not resolved and the pt was unable to test on her meter, and later had symptoms that may indicate she was hypoglycemic. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.